Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer-dependent patient¿s pulse generator exhibited noise oversensing on the ventricular channel, which led to inhibition of pacing. The device was explanted and replaced. The patient was not symptomatic and was stable.